Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
On 12-dec-2025, a nurse contacted technical service to report that advanta2 rental bed (product code p1190arent01, serial number (B)(6)), had tilting function sometimes activates on its own without input. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.